Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the fault logs for the cardiosave intra-aortic balloon pump (iabp) indicated fault # 111 and fault # 112. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm reloaded the (B)(4) software and re-secured the coiled cable then completed all functional tests without any further issues. The stm completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the fault logs for the cardiosave intra-aortic balloon pump (iabp) indicated fault # 111 and fault # 112. There was no patient involvement, and no adverse event reported.